Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the chronic left ventricular (lv) lead exhibited loss of capture. The patient was subsequently brought in for a left bundle branch (lbb) lead implant on (B)(6) 2026. During the procedure, the lbb lead was unable to be positioned in the lbb area. The chronic lv lead remained implanted, while the lbb lead was not used; the lead revision procedure was abandoned. The patient was in stable condition.